Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated to the breast tissue. Additional information indicated that both the right ventricular (rv) lead and left ventricular (lv) lead had dislodged and that the lv lead exhibited low impedance. The physician was concerned about possible twiddlers. The crt-d, rv lead, and lv lead were explanted and replaced submuscular. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.